Event description:
A customer technical advocate (cta) was contacted with regard to pt results generated using a cell-dyn 1800 analyzer and questioned by a physician. The initial results reported were wbc=2.8 k/ul and hgb=7.3 g/dl. The sample was sent to a reference lab upon the physician's request, yielding wbc=4.9 k/ul and hgb=13.4 g/dl. The account states that the results were given to a nurse and entered in the laboratory information system (lis) but were not charted to the pt's medical records. No impact to pt management was reported.